Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2016 with the following findings: the pump was returned with the battery compartment cracked along the side and from bottom traveling to bumper. The bolus button cover is torn but still operable. The pump casing was cracked at the top right corner between display lens and pump seal. A crack in the u-groove was also observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.